Event description:
It was reported that the led's for the pi and siq do not light. No pt incident reported, and the unit will engage in monitoring. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the siq and pi led segments did not illuminate. The ui board was replaced and the unit functioned as designed.